Manufacturer narrative:
Other text: d4: UDI updated - (B)(4) . H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the device had a cracked airmix knob and damaged front panel at the top right, and the input manifold shifts on the bottom chassis. During the functional testing, the device failed the disconnect alarm check intermittently. The cause of the issue was found to be the faulty electrical chassis. The electrical chassis was replaced as well as the sintered filter, o rings, cracked front panel, 1 small knob, faulty CPAP cartridge and the CPAP control was adjusted to tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator has an intermittent problem with low pressure alarms. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.